Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 441 mg/dl with confusion, nausea and an unspecified level of ketones associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the battery compartment or battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the black box showed multiple inaccurate date settings and pump reboot events throughout the black box. The basal history corresponded with the total daily dose history and showed that the daily insulin delivery totals correctly reflected the user's programmed rates at the time of the complaint. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump did not power on with the returned battery cap. The battery cap was missing the contact hub and spring; therefore, all testing was performed with a test battery cap. The pump powered on with a test battery cap to a dim discolored display. Also unrelated to the original complaint, the battery compartment was cracked. The pump was unable to complete 24 basal program run due to excessive battery usage. Further investigation showed a single component defect causing high current draws and short battery life. This behavior did not exist in the black box at time of complaint. The pump case was removed and there was no evidence of moisture or loose components internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.